Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 416mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, and basal rates were correct, but the bolus wizard settings were unknown. Reviewed the alarm history and found auto off feature alarms. Performed the high pressure test was performed and passed. The caller mentioned that the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.